Event description:
Device 1 of 3. Reference MFR reports: 1627487-2010-03035 and 1627487-2010-03036. The pt received her scs system, including a surgical lead, two extensions (of the same lot) and an ipg, on (B)(6) 2010. It was reported the pt's scs system was explanted and not replaced due to a suspected infection. In addition, the physician noted the lead had migrated causing the pt to receive erratic stimulation. The pt was treated intravenously with antibiotics. F/u on the pt found no further pt complications.

Manufacturer narrative:
MFR's eval: functional testing was not performed as the complaint of infection could not be confirmed via lab testing. Eval method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.